Manufacturer narrative:
Added information to section e4. H6: investigation results - the revision reported in (B)(4) may have been the result of polyethylene wear, osteolysis, and femoral loosening as stated in the legal documentation. The aseptic (non-infected) loosening may have been the result of both patient-related conditions and an insufficient bond between the femoral component and the bone. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the explanted devices were not returned for evaluation and radiographs, photographs, or operative notes were not provided.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent initial right knee replacement surgery on (B)(6) 2012 and was implanted with an optetrak polyethylene tibial insert. On (B)(6) 2022, plaintiff underwent right knee revision surgery, approximately 10 years 5 months post initial procedure, due to ¿osteolysis,¿ ¿aseptic loosening of [the] femoral component¿ and ¿wear of the [polyethylene] liner with delamination.¿ plaintiff's right knee revision surgery was due to accelerated and preventable wear of the optetrak polyethylene tibial insert. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6 the following sections were corrected: h6 MDR section codes updated/corrected: a, b, e, g the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and patellar loosening, or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and full product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.